Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her belt clip broke. During the call, customer mentioned her blood glucose was 47 mg/dl then increased to 300 mg/dl. Customer did a 3 unit bolus. Customer reported the doctor put her on relexia and serdill and lowered her rates. Customer was scheduled for a surgery, cardiac catheterization. Customer will not be returning the device for analysis.